Event description:
It has been reported to philips that sparking noises and the smell of ozon were coming from the x-ray tube. The system was in clinical use when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. There was no fire or smoke, only a smell. A philips service engineer inspected the system onsite and it was identified that the silicone seal of the high voltage cable for the x-ray tube caused an electronic failure. The silocne seal was replaced and cleaned and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.